Manufacturer narrative:
The reported field event of high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and the lead was capped due to high capture thresholds. No further information available.